Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer had been using expired insulin as well as using prefilled syringes of insulin for loading on the pump. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.